Event description:
It was reported that a patient underwent a smasectomy type face lift in 2004 and suture was used. The patient developed an unusual subcutaneous tissue reaction amounting to intradermal abscesses. This started about two weeks post surgery and no organisms were ever grown. Three months post surgery, the surgeon re-explored the face and washed it out. The surgical field at exploration was pristine but there were some tiny intradermal abscesses. Two months ago the surgeon carried out a revision face lift for the patient and once again the patient has developed a significant subcutaneous tissue reaction amounting to inflammation and collections of sterile pus. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: monocryl (poliglecaprone 25) suture, coated vicryl (polyglactin 910) suture.